Event description:
The reported indicated that the device was explanted due to infection.

Manufacturer narrative:
Summary of analysis: the lead has sustained some minor damage; however, it would not have contributed to the reported infection. The complaint cannot be verified.